Manufacturer narrative:
No malfunction occurred. The customer indicated that a patient desaturation event occurred with no alarm provided however the investigation has found that a user had turned off the sp02 alarm on (B)(4) at 23:52 and it remained off until after the time of the event on (B)(4) at 17:30. The nursing director requested no formal evaluation of any philips product. This was a use related issue as it was not intended for the alarm to have remained off for an extended period of time. Patient information requested not available at time of report.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The patient became hypoxic as evidenced by the described blue color and required intervention. The patient was hand bagged and then returned to the ventilator. Use of the device is considered to have been a factor as staff were not aware of the condition of the patient and the spo2 alarms were found off.

Event description:
The customer reported that on (B)(6) 2018 the patient in bed csicu 17 had a desaturation event but no alarm was provided at the information center. The patient was noted to have turned blue as observed by family members who then alerted nursing staff to the issue. The o2 saturation was stated to have dropped into the 20s. The device was in use monitoring patients.